Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited what appeared to be a regular artifact due to electromagnetic interference (emi), resulting in oversensing and an inappropriate shock. Technical services (ts) was contacted, and ts made recommendations based on the case. The s-ICD remains in service. No adverse patient effects were reported.